Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery because the app failed to deflate. The explanted app was returned for investigation. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of deflation difficulty was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery because the app failed to deflate. Despite efforts, additional event information could not be obtained. The explanted app was returned for investigation. Should additional relevant details become available, a supplemental report will be submitted.